Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. Visual inspection with a leak test identified leakage on the provided sample; leak location was a deep gouge starting on the front surface of the bag extending to the top right corner. Magnified inspection of the sample found the a gouge was accompanied with serrated marks, indicating the heavy, full bag was drag across a rough surface or some impact occurred after the bag was filled. The bag manufacturing process was reviewed and did not identify an area of the process where the gouge could have occurred. Based on evaluation findings and no indication from where in the customer's process the defects were identified, the cause of the condition is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a hole in the top corner of the bag. Where in the process the holes were discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.